Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient reported a rash from the lifevest. During a follow up, the patient reported that the rash had spread from under just one breast to under both. She reported that she spoke to her doctor and was using a cream he recommended. The final medical outcome of the irritation is unknown.